Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex failed to open and that a pipeline encountered resistance in the phenom 27 catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery supraclinoid segment with a max diameter of 6.9mm and a 6mm neck diameter. The landing zone was 4.4mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the ica with a 5mm diameter. Dapt (dual antiplatelet treatment) was administered (180 brillinta, 300 aspirin). The angiographic result post procedure showed good wall apposition of the flow diverter with preserved distal flow and satisfactory contrast statis within the aneurysm it was reported that the pipeline flex did not open from the distal end during deployment and was crumpled while deploying in the supraclinoid ica segment. There was no adverse impact on the patient. The defective device was subsequently withdrawn and the procedure was successfully completed by deploying another pipeline device. Additionally, it was reported that during deployment of the pipeline through the phenom catheter, the device became stuck. Consequently, both devices were withdrawn and the procedure was completed using another phenom catheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a cerebase da 80cm sheath, vecta 6f guide catheter, phenom 27 microcatheter, and traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The resistance event occurred prior to the failure to open. The cause of the resistance and subsequent failure to open or damage was not determined. Resistance was noted in the distal section of the catheter. A continuous saline flush was administered and maintained in accordance with the IFU. No damage to the pipeline pushwire or catheter was observed. The pipeline was not positioned in a vessel bend at the time it failed to open. Resheathing was attempted as an additional step to open the pipeline.